Event description:
He customer returned his olympus evis exera iii gastrointestinal videoscope for routine maintenance. During the device evaluation, it was discovered that the unit had undergone insufficient reprocessing. This report is being submitted to capture the confirmed insufficient reprocessing noted during the device evaluation. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the subject device had undergone insufficient reprocessing. There was foreign material found in the air/water nozzle. The subject device also had evidence of material deterioration present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Foreign material in the channel could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the channel could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection . Gif/cf/pcf-190series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.